Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced a full electrical reset due to the use of electrocautery at implantation. It was further noted that the device date of implant was incorrect. The icm remains in use. No patient complications have been reported as a result of this event.